Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Replaced a triathlon tibial insert of a left knee from a 6x9 to a 6x10 cs. Revision due to soft tissue laxity. No allegations against the implants.